Manufacturer narrative:
Product history record - a review of the manufacturing records indicated the lot met all pre-release specifications. Imaging evaluation summary - echocardiographic images were returned to gore for an imaging evaluation. The findings are described below: the images reveal the presence of an echogenic mass attached to the right disc of the gore® cardioform septal occluder. The echogenic mass could be thrombus like. The mass is mural and has a layer of growth on the right atrial disc. The mass is mobile, irregular, and long in shape. It prolapses out into the right atrium and extends out over the tricuspid valve.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, health effect - clinical code: e0610 endocarditis was withdrawn imaging evaluation summary - echocardiographic images were returned to gore for an imaging evaluation. The findings are described below: the images reveal the presence of an echogenic mass attached to the right disc of the gore® cardioform septal occluder. The echogenic mass could be thrombus like. The mass was mural and has a layer of growth on the right atrial disc. The mass was mobile, irregular, and long in shape. It protrudes out into the right atrium and extends out over the tricuspid valve. This complaint was initiated based on information received from the field. The device remains implanted and could therefore not be evaluated. Gore performed an investigation of returned medical images and was able to confirm an echogenic mass attached to the right disc of the gore® cardioform septal occluder likely representing device thrombus. Our finding therefore appears to support the physician¿s therapy change to treat thrombus subsequent to endocarditis initially diagnosed, but later refuted in the light of negative blood samples from the patient lacking a pathogenic agent. No additional images were available for further investigation. The available information does not suggest a device malfunction with respect to device performance. No further information was provided to gore for this patient. Based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae.

Event description:
It was reported to gore that on (B)(6) 2024 a 25 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). At discharge, the patient reportedly presented with a slightly elevated leukocyte count only. At three-month follow-up, a transthoracic echocardiogram (tte) confirmed the device perfectly positioned and no residual shunt was noted. However, a filamentous formation originating from the right disc of the device was noted in the right atrium. To have a better understanding of the situation, an additional positron emission tomography (pet) was performed with the results suggesting the presence of endocarditis over the right device disc, thus antibiotic treatment was started. However, cultures from the patient's blood samples were reportedly negative and endocarditis could not be confirmed. The treatment medication was then changed to anticoagulants which led to a significant reduction of the mass agglomeration, indicating device thrombus, and anticoagulant therapy was therefore continued. Additional information received by gore stated that on (B)(6) 2024, follow-up imaging showed that the device thrombus had completely resolved.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: other code: the device remains implanted in the patient. Therefore, a device evaluation could not be performed. Imaging have been provided by the physician. A review of patient imaging and product history records is underway. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024 a 25 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). At discharge, the patient reportedly presented with a slightly elevated leukocyte count only. At three-month follow-up, a transthoracic echocardiogram (tte) confirmed the device perfectly positioned and no residual shunt was noted. However, a filamentous formation originating from the right disc of the device was noted in the right atrium. To have a better understanding of this formation, the patient subsequently underwent a positron emission tomography (pet) analysis that showed the presence of endocarditis over the right disc of the device. Additionally, antibiotic medication was started on the patient. Blood cultures have been taken in attempt to determine the causal pathogenic agent of the endocarditis to optimize antibiotic treatment.